Manufacturer narrative:
Consumer reported experiencing an eye infection after use of the product. Consumer reported the doctor did not feel the solution is the cause. A representative at the doctor¿s office reported the patient was diagnosed with a stye in the left eye. Patient was prescribed ofloxacin and instructed to do warm compresses. The treatment was a precautionary measure and doctor does not relate the event to a particular product. The (B)(6) ) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the sign reported is consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The doctor reported the patient recovered. An empty bottle was returned. A review of the lot batch records and testing of retain samples concluded this product was formulated, manufactured and packaged according to local and global product specifications.

Event description:
Consumer reported experiencing an eye infection after use of the product. Consumer reported the doctor did not feel the solution is the cause. A representative at the doctor's office reported the patient was diagnosed with a stye in the left eye. Patient was prescribed ofloxacin and instructed to do warm compresses. The treatment was a precautionary measure and doctor does not relate the event to a particular product. Patient is recovered. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.